Manufacturer narrative:
Evaluation: the condition of battery depleted set alarm was confirmed due to depleted main batteries. The main batteries and harness where replaced to correct the reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has been previously sent into service for the reported condition of "battery." (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with a battery depleted set alarm, which interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.